Event description:
Customer complained about sensor reading discrepancies. Customer reported that she is receiving false low glucose alerts and threshold suspend is being triggered at night. Customer stated that the sensor was reading was 24 or 44 mg/dl and blood glucose was 205 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.